Event description:
It has been reported to the co that during the procedure. The balloon of this device had a slow deflation time. Reportedly, the balloon crossed the lesion easily. However, the physician felt that the balloon deflted a little slowly. The pt is reported as fine, and the device is being returned for the co's analysis.